Event description:
The patient went under a l5/s1 alif surgery on (B)(6) 2023. During this procedure, the patient was implanted with a (B)(6) cage packed with infill cbm into the patient's l5/s1 disc space, post-discectomy. The surgeon utilized orthofix's unity anterior lumbar plating system for supplemental fixation, where he implanted an anterior sacral plate secured with two divergent screws into l5 and two convergent screws into s1. There were no conspicuous intra-operative complications other than a redirection of initial trajectory for one sacral screw. The patient left the facility within 24 hours. Two weeks post-op, the patient began experiencing significant pain. X-ray & CT imaging revealed notable back-out and anterior migration of all hardware (plate/screw construct and cage) as well as bone fractures including an l5 coronal fracture through the body's entirety and a transverse s1 fracture. A revision surgery was performed on (B)(6) 2023. The surgeon removed all the implants (plates, screws and cage). The explanted cage (B)(6) showed no visible signs of damage/defect. The surgeon implanted alphaetec's identi-ti standalone alif cage and secured it using the orthros mis screws at l5 and s1 pedicles to provide additional stabilization. The recovery of the patient was quick with no complications post revision surgery.